Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experiencing discomfort at the ipg pocket site due to being superficial. Surgical intervention may be pending for the future.

Event description:
Follow-up information provided the ipg was explanted and replaced in the upper flank area on (b)(64) 2019.